Manufacturer narrative:
The issue was resolved for the customer the stryker sales dual account manager providing an in service to the account explaining proper use of the stretchers.

Event description:
It was reported that the user received a strained left wrist and strained left lower back while trying to move a heavy patient into a seated position. It was reported that as the user was pushing the patient up, they went back to a supine position quickly, causing injury to the user. No details were given regarding any possible medical intervention. The patient was not affected and no adverse consequence or clinically relevant delay in treatment was reported for the patient.

Event description:
It was reported that the user received a strained left wrist and strained left lower back while trying to move a heavy patient into a seated position. It was reported that as the user was pushing the patient up, they went back to a supine position quickly, causing injury to the user. No details were given regarding any possible medical intervention. The patient was not affected and no adverse consequence or clinically relevant delay in treatment was reported for the patient.